Event description:
The helix on this lead would not extend properly during the implantation procedure. The lead was tried in different positions, but could not get good numbers. Therefore, it was not implanted.

Manufacturer narrative:
(B) (4)the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Event description:
The helix on this lead would not extend properly during the implantation procedure. The lead was tried in different positions but could not get good numbers. Therefore, it was not implanted.